Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable was confirmed via visual analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 9 days (07aug2021 ¿ 13aug2021, 24aug2021 timestamp). Events captured on 24aug2021 were recorded during testing at abbott labs. The driveline was disconnected on 13agu2021 at 08:29:46 for a system controller exchange. No other notable alarms were active in the log file. The system controller was functionally tested and passed all testing. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. The damaged cable did not prevent the controller from operating as intended. Additional information provided on 27aug2021 stated that there were no alarms associated with this event and that the patient is stable and being instructed on proper care of their equipment. A root cause for the damage to the black power cable was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The customer order, was shipped on 14dec2020. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the system controller was exchanged due to a cut in the black power lead.